Manufacturer narrative:
(B) (4). (B) (4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B) (4). (B) (4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the balloon did not inflate. A new device was used to complete the procedure. There was no patient consequence.

Event description:
The customer called requesting assistance on how to retrieve info/data on a pt that had expired.